Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials is unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found that all hardware, software, and instruments passed. The system functioned as intended. It was noted that the t20 screws holding the font plate were a bit loose, the shoulder brake test found the back shoulder at 7 kg/f and was adjusted to13 kg/f, and the bottom plug was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical system was not accurate and all the screws were medial. The navigation was in trajectory, but it was deeper in the bone. The site has tried to send the arm to different trajectories, but they are still medial. The site completed another registration, but the issue still persisted. There was no movement of the patient during that time. If the site had continued as planned with the surgical system the screws would be in the spinal cord. The use of the guidance system was aborted. The case was completed freehand. The deviation was approximately 1cm. There was no patient harm reported.